Event description:
Boston scientific received information that during normal device replacement this right atrial (ra) lead was also explanted and replaced due to lead fracture. Out of range pacing impedance measurements were also recorded. A new system was implanted without issue. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, initial analysis indicated there was dried blood throughout the lumen, the cathode coils were fractured, the conductor coils were deformed, and the insulation was cut. This rv lead failed the continuity test with manipulation. Analysis confirmed the initial allegation of rv fracture.